Event description:
The customer obtained a false negative pt result using vitros benz reagent on the vitros 5,1 fs chemistry system. Confirmatory testing with gc/ms indicated the presence of a benzodiazepine compound. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the vitros 5,1 and vitros benz reagent were operating as intended. The pt sample contained 7-amino-clonazepam at a concentration where a negative result is the expected result per the analytical specificity section of the vitros benz instructions for use.